Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) defibrillation lead exhibited high out of range pacing impedances greater than 2,000 ohms. No adverse patient effects were reported. The device remains implanted.